Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that the battery life not lasting, and up key has to be push hard. The customer reported via phone that the insulin pump alarm a21 and lost settings and unaccecpted power downs.the customer was offered to troubleshoot the issue with the insulin pump and stated just send out the loaner.

Manufacturer narrative:
The pump was monitored, and no blank display was noted. The pump was received with normal operating currents. No damage was found on the lcd isolation tape. The pump passed the error test. No unexpected lost settings noted. The pump passed the displacement, prime and excessive no delivery tests. No excessive no delivery alarm was noted. Also, the pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked belt clip slot.